Event description:
A customer reported experiencing an occlusion alarm, which occurred earlier in the day before contacting technical support, with more than one previous occlusion event reported. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin treatment, except for the most recent occurrence, whereby due to malfunction, the customer switched to multiple daily injections until a replacement pump arrived. The customer declined additional assistance, and the case was closed by technical support.